Manufacturer narrative:
(B)(4). Batch # r94g7g. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. Upon visual inspection, two clips were noted to be jammed. The clips were removed in order to perform functional testing. A plastic bag was returned for analysis with 8 malformed clips inside. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 7 clips were found inside clip track. No conclusion could be reached as to what may have caused the clips to be jammed. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch r94g7g number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r41513, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the jaws were misaligned, and a tear drop-shaped clip was formed at the first firing. A tear drop-shaped clip was also formed when the 2nd device was used. The devices were used between the colon and the rectum. Both jaws did not clamp any hard objects. It was unknown when the jaws were deformed. Another device was used to complete the case. There were no adverse consequences to the patient.